Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2010.

Event description:
It was reported that during patient follow up there was t-wave oversensing (twos) that caused a ventricular tachycardia (vt) monitor episode to be collected. Therefore reprogramming of the device sensitivity value was done and the device remains in use. No patient complications have been reported as a result of this event.